Event description:
It was reported that the physician had difficulty placing both the right atrial (ra) and right ventricular (rv) leads during an implant procedure. Tricuspid regurgitation was a factor for the rv lead but after multiple attempts both leads were able to be placed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.